Event description:
The complainant reported that during a pci procedure the syringe broke loose from the manifold, spraying blood and contrast in the face of the technician. Bloodborn pathogen testing was conducted on the patient and the clinician. In a follow up with the complainant, it was reported that all test results were negative. The complainant also reported that there may have been burrs on the female luer of the hub which may have prevented secure attachment to the syringe.

Manufacturer narrative:
There was no product returned for evaluation. The complainant reported two possible lot numbers for the product. The device history record was reviewed for both possible lots with no anomalies found. Merit's complaint database was reviewed and there have been no other complaints of this type for this product. With no product being returned, no conclusions can be drawn. The device history record was reviewed, the customer complaint database was reviewed. Results: kit. Conclusions: no conclusion can be drawn.